Event description:
It was reported that the patient presented to the physicians office after hearing a loud popping noise from the device and feeling a vibratory notifier. Upon interrogation, extended charge time alert was observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an hv charge timeout was confirmed in the laboratory via review of the device image. The device was tested on the bench and one of the hv capacitors was found to be swollen. The hv capacitors were sent to the manufacturer for further evaluation and an internal capacitor anomaly was found. The root cause of the charge timeout was an internal hv capacitor anomaly.